Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the unit's trigger (button) was not sticking and the device passed the pre-repair diagnostic assessment. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the needle bearing was corroded (non-failure). It was further determined that the bearings were worn and the device had rough rotation (non-failure). The assignable root cause was determined to be due to wear from normal use and servicing over time e. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the button was sticking on the sagittal saw device. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.